Event description:
Removal of dental implant. The clinician reported that the patient experienced continuing parathesia after placing the implant. After eight weeks post removal, the patient had recovered the full sensation.

Manufacturer narrative:
The implant returned was not a biohorizons product and was returned to the clinician. The device history record for reported item number and lot number was reviewed and verified that the implant met specification.